Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Additional information received from the field representative that the previously capped leads were explanted several years ago. There were no additional adverse patient effects reported. The rv lead was explanted.